Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room (ER) visit and seizure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to having a seizure. The patient gave no blood glucose values. Treatment was not provided. The pod was worn between 24 and 36 hours on the infusion site. The pod was leaking and was discarded.